Event description:
A physician reported a patient who was skin tested on 8/29/97 with a negative results. On 10/14/97, the patient received her second treatment into the nasolabial folds and cheek areas. About 2 weeks after the treatment, exact date unknown, the patient developed intermittent redness, itching, and swelling at the treatment areas. On 11/13/97, the patient was examined by the physician, who prescribed oral benadryl and claritin for what he believed was a hypersensitivity to collagen. The physician also stated that the patient's collagen test site has shown evidence of hypersensitivity, with some slight induration, itching, and redness. On 12/31/97, the physician stated that he had not prescribed any more medications, and there were no further plans for medical intervention.